Manufacturer narrative:
Continuation of d10: 5086mri45 lead implanted (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went to the clinic complaining of multiple syncopal episodes and dizziness after falling a few weeks ago. It was noted that the right ventricular (rv) defibrillator lead exhibited intermittent oversensing and non-capture. Programming changes were made to the lead and the patient was sent for a lead revision. During the revision, the lead was found to be dislodged. The lead was fully explanted, and the patient's previously capped chronic rv pace/sense lead was reused. No further patient complications have been reported as a result of this event.